Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was placed into a pediatric patient on (B)(6) 2016. The catheter hub became disconnected from the extension line. The catheter was removed on (B)(6) 2016. The patient was receiving continuous milrinone additive 20mg + dextrose 5% in water. The patient received 1ml heparin (10units/ml) bid. Also received 0.5ml 70% ethanol dwells every monday and friday into each lumen. Ethanol dwells for a minimum of 2 hours. They generally allow dwell 2-8 hours, but they did not know the exact length of time the ethanol dwelled each dose. There was no patient death or complications reported. Follow up information states the hub detached when the clinician went to flush the line. The PICC line was discontinued and the patient received another one.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the report that the luer hub disconnected from the extension line was confirmed. Returned was a 2-lumen catheter marked 4fr x 50cm on the hub. The proximal (white) luer hub was separated from the extension line. Microscopic examination of the luer hub and the end of the extension line revealed the tubing had been torn off just inside the luer hub. The instruction booklet provided with the set contains the precautions that alcohol can weaken the structure of polyurethanes materials and care should be taken when instilling drugs containing high concentrations of alcohol. A review of the device history records for the catheter did not reveal any manufacturing related issues. Based on the appearance of the tubing and the conditions of use, operational context caused or contributed to this complaint. No further action will be taken.